Manufacturer narrative:
This device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out-of-range pacing impedance of greater than 2500 ohms and noise. The physician made multiple attempts to position the lead but noise was observed. The lead was tested with a pacing system analyzer (psa) and confirmed out-of-range impedance. They physician elected to replace the ra lead. Additionally, while trying to remove the ra lead, helix issue was presented. The helix was unable to extend and retract due to helix mechanism issues. A non-boston scientific ra lead was successfully replaced. No adverse patient effects were reported. Lead return was not expected.